Event description:
New information received indicates that the patient was fine.

Event description:
New information received indicates that the patient did not have any issues after the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that there was a previous transmission from 2 days prior and all diagnostics showed "not performed." No action was performed. The patient will continue to be monitored.

Event description:
New information received indicates that the device was explanted and replaced.

Manufacturer narrative:
The reported field event of a diagnostic issue was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.